Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, cold sweats and vomiting. Upon removal of the pod from the infusion site the cannula was found to be bent. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was released from the hospital after 3 days. The pod will not be returned as it has been discarded.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod insulin management system. D2a - common device name changed from unavailable to pump, infusion, insulin. D2b - procode changed from unavailable to lzg.